Event description:
The patient has two leads from the same lot number. It was reported, the patient was experiencing stabbing pain in her legs and rib stimulation. The patient had turned down her stimulation which did not resolve the issue. The patient then turned off her stimulation which resolved the issue. The patient is consulting with her physician about removing her system. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.